Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) low blood glucose was measured. [Blood glucose decreased] it was easy to push the pen today ((B)(6) 2024).it was not confirmed whether the medication was injected into the body. [Incorrect dose administered by device] dosage memory display screen of novopen 5 was black, and could not show the information [device information output issue] cracks were found on a piece of novolin 50r penfill [device breakage] case description: this serious spontaneous case from china was reported by a consumer as "low blood glucose was measured. The value was 2.7 mmol/l. The blood glucose was measured to be 4.5 mmol/l by fingertip blood glucose meter(blood glucose decreased)" beginning on (B)(6) 2022, "it was easy to push the pen today ((B)(6) 2024).it was not confirmed whether the medication was injected into the body.(incorrect dose administered by device)" beginning on (B)(6) 2024, "dosage memory display screen of novopen 5 was black, and could not show the information(no image display on device)" with an unspecified onset date, "cracks were found on a piece of novolin 50r penfill(cartridge cracked)" with an unspecified onset date, and concerned a 60 years old male patient who was treated with novopen 5 (insulin delivery device) from unknown start date for "device therapy", novolin 50r penfill (insulin human, insulin isophane) (dose, frequency & route used: unk, regimen #2: 19 iu, qd (12 u in the morning and 7u in the evening, used for about 2-3 years) ongoing (B)(4) ) from unknown start date and ongoing for "type 2 diabetes mellitus", patient's height: 165 cm. Patient's weight: 65 kg. Patient's bmi: 23.87511480. Dosage regimens: novopen 5: novolin 50r penfill: current condition: type 2 diabetes mellitus. Concomitant products included - glucobay(acarbose), antilipemic drug (non codable) on an unknown date reported that dosage memory display screen of novopen 5 was black, and could not show the information. During communication, the patient's relative mentioned that it was easy to push the pen ((B)(6) 2024). It was felt different from the previous use with the novopen 5, and it was not confirmed whether the medication was injected into the body. The patient was hospitalized from around (B)(6) 2022 to (B)(6) 2023. During regular hospitalization examination in 2022, low blood glucose (blood glucose) was measured when the patient was wearing a dynamic blood glucose meter. The value was 2.7 mmol/l. At that time, the patient had no symptoms of hypoglycemia. Then, the blood glucose (blood glucose) was measured to be 4.5 mmol/l by fingertip blood glucose meter.the patient's relative worried that insulin was not injected into body this morning, and asked the patient to eat some chocolates as preventive actions.the patient had no discomfort, so the patient did not eat food, and there was no treatment measure. Batch numbers: novopen 5: kvgy077. Novolin 50r penfill: (B)(4). Action taken to novopen 5 was reported as product discontinued. Action taken to novolin 50r penfill was reported as no change. On (B)(6) 2023 the outcome for the event "low blood glucose was measured. The value was 2.7 mmol/l. The blood glucose was measured to be 4.5 mmol/l by fingertip blood glucose meter(blood glucose decreased)" was recovered. The outcome for the event "it was easy to push the pen today ((B)(6) 2024).it was not confirmed whether the medication was injected into the body.(incorrect dose administered by device)" was not reported. The outcome for the event "dosage memory display screen of novopen 5 was black, and could not show the information(no image display on device)" was not reported. The outcome for the event "cracks were found on a piece of novolin 50r penfill(cartridge cracked)" was not reported. "This report is for a foreign device that is assessed as "similar" to us marketed novopen echo". Event abated after use stopped or dose reduced: doesn't apply. Event reappeared after reintroduction: doesn't apply.

Event description:
Case description: investigational results: novopen 5, batch number: kvgy077. A visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. It was not possible to reach the electronic register, as the memory display was blank upon receipt. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.all mechanical functions were found to be normal. The dose accuracy was measured by weighing. The results were found to comply with specifications.the device was disassembled to examine internal parts and microscopic examination was performed. Very high degree corrosion observed on electronic pen parts. Confirmed: the display has turned blank due to corrosion of the electronics, as a liquid has entered the pen.the mechanical function of the pen is not affected by the faulty display, but it was not possible to use the dose memory function. The fault was caused by accidental damage during use of the device. Novolin 50r penfill, batch number: 2023062672. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case has been updated with the following: returned to manufacturer on and device available for evaluation invesitigational results were updated. Relevant fields updated in EU/ca tab and device addendum tab. Imdrf codings were updated narrative updated accordingly. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Final manufacturer's comment: 14-jun-2024: the suspected device novopen 5 has been returned to novo nordisk for evaluation. Upon examination, it was found that mechanical function of the device is normal. The display has turned blank due to corrosion of the electronics, as a liquid has entered the pen. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Since no faults were found on the returned device novopen 5 and only very limited information regarding the patients handling of the suspected device is reported in the case, it is not possible to elucidate a clear root cause for the experienced event of blood glucose decreased. Patient's underlying medical condition of type 2 diabetes mellitus and concomitant oral hypoglycaemic drugs are confounding factors. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novolin 50r penfill. H3 continued: evaluation summary novopen 5, batch number: kvgy077 a visual examination of the returned product was performed.the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. It was not possible to reach the electronic register, as the memory display was blank upon receipt. Visual examination and functional testing were performed and the device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge.all mechanical functions were found to be normal. The dose accuracy was measured by weighing. The results were found to comply with specifications.the device was disassembled to examine internal parts and microscopic examination was performed. Very high degree corrosion observed on electronic pen parts. Confirmed: the display has turned blank due to corrosion of the electronics, as a liquid has entered the pen.the mechanical function of the pen is not affected by the faulty display, but it was not possible to use the dose memory function. The fault was caused by accidental damage during use of the device.